Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and found that the power control manager (pcm) lacked a 24v output due to a blown fuse. The fse replaced the fuse, resolving the issue. After replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.